Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, the audio bolus button cover was missing and was able to be tested. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Additionally, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive. It was reported that the audio bolus button cover was damaged. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.